Event description:
A malfunction on the pump was reported by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance on how to reset the pump, and after the reset, the malfunction did not reoccur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue resurfaced, and they confirmed their understanding.